Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 500 mg/dl (instant meter) and 230 mg/dl (hospital meter).

Manufacturer narrative:
Section d2b: corrected the procode to lfr. Section g1: corrected the manufacturer site information.